Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one photo and one infusion adapter assembled with an IV bag, was provided to our quality team for investigation. Through visual evaluation of the photo, the membrane appears shiny, but it cannot be verified if there was liquid on the membrane. The physical sample was inspected, no damage or other defects were observed on the product to indicate if or why a leakage may have occurred. Functional testing was performed, liquid was passed through the system and no evidence of any leak was identified. Upon disengaging an injector from the infusion adapter, no evidence of fluid or any leak was found on the membrane. A device history review was performed for adapter lot 2409504, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Leakage and pressure testing is performed for all lots during manufacturing to ensure the quality of the membrane. Results were reviewed for lot 2409504, and all results were found to be acceptable. Three retained samples of the reported lot were used for additional evaluation. The membranes were punctured up to ten times, in all cases the product functioned as intended and no leakages occurred. Based on the sample evaluation and quality team's investigation, we cannot identify a root cause related to our process at this time. To date, there have been no other similar events reported for this lot. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description/event details: during cyclofosfamide preparation they found a drop of liquid in c-100-o ;after injector detached from membrane. In pharmacy clean room area during cyclofosfamide dose preparation, pharmasist detached a injector (used only once) from adapter c-100-o and they realized a drop of liquid in the membrane (adapter). Pharmasist tested that drop with with their hd check cyc test kit, and the result was positive from that test.